Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: no patient harm has occurred, and no active infusion has stopped. Issue: pump problem a preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 1 actuation failure. Upon powering on the device, it displays an alarm. The device was reverted to manufacturing mode and then had bring up testing performed. It failed hardware testing for valve 1. When the pump was opened it was found that an extra washer like the one found on the override arm was loose in the cavity. It was removed and must have been an extra because the original washer was found to be properly installed. It was also found the front housing has suffered damage.